Manufacturer narrative:
Other relevant device(s) are: product ID: bi70000023, serial/lot #: rev. 4 (B)(4). A manufacturing representative went to the site to test the system. The issue was confirmed and the pendant was replaced. The pendant was received by the manufacturer and analysis is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device used outside of a procedure. It was reported that there was a pendant error, the pendant was not responding, the 3d button of the pendant was not working. The 3d button on the mobile viewing station was used instead. There was no patient present when the issue occurred.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. It was reported that there was no failure found with this component. A software investigation was initiated. Per the work order/system checkout, not a software issue. Issue is due to hardware issue. Pendant replaced to recover. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.